Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to a fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed a severed insulation and a fracture of the outer conductor coil between 22 and 24 cm distal to is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Due to the extent of the damage, a stylet intended for use with the lead was inserted but could be advanced only 22 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Due to the conductor breakage electrical testing was not carried out. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.